Event description:
As reported by the user facility: when nurse removed catheter, it broke off at the 10cm marking. Experienced some resistance during removal process. Medication being infused was hydromorphine. The remaining piece of catheter was surgically removed from pt.